Event description:
The dialysis machine had been experiencing frequent alarms, which eventually led to the system clotting off. The transducer protector was noted to have blood and when it was removed it was noted that blood was bubbling out of the transducer. This transducer is part of an on/off kit put together by healthcare suppliers. Technical support noted that blood had entered the internal transducer protector. Hosp has only used this product for approx 1 1/2 wks. (Sample) (*)